Manufacturer narrative:
A visual inspection of the returned humeral trial was performed. The returned device was confirmed to have lot number reported. One of the pegs was confirmed as broken. The tip which broke off was not returned. A picture from the customer following surgery was provided and reviewed. The device fracture was near the base of the trial with approximately 90 percent of the trial peg broken off. The fracture observed was curved and no other signs of damage were noticed to the device. The customer noted that no signs of damage to the device were observed prior to surgery. The customer noted the surgeon attempted to remove the peg which broke off during removal, but the peg receded in the bone. The bone quality was noted as neither hard nor of poor quality. The surgeon noted no bending force was applied during removal or insertion of the device and that the device was used according to the surgical technique. Poor handling may produce small cracks that cannot be readily seen. No definitive conclusions can be made.

Event description:
It was reported that one of the pegs of the humeral trial broke off in surgery. The surgeon attempted to remove the broken piece but was not able to remove it. It was reported that it was left in the patient. There was no reported adverse effects to the patient.